Manufacturer narrative:
One fast-fix curved device (B)(4) received. It is evident that the device has been used and is in poor condition. The device t2 and partial suture returned. No outer sheath returned. The device does advance but does not cycle automatically due to disfigurement. The device has a prominent bend to the delivery needle. Per the device¿s IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. With the damage noted, root cause for this complaint cannot be confirmed. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. T1 and suture was removed. A backup was used to complete the procedure. A delay of less than 30 minutes was noted and no patient impact was reported as a result.